Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not receive a high blood glucose (bg) alert as expected. Multiple attempts were made to follow up with the customer; however, no response from the customer was received. There was no reported impact to customer's bg level due to this reported issue.